Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 1 of 5 on the home choice (hc). The home patient (hp) stated that his cat bit a hole in the patient line causing the hc to pull in the air. The technical service representative (tsr) explained the alarms and instructed the hp to cycle power twice to clear them. The tsr advised the hp to call the registered nurse (rn) asap and let her know and see if she wanted the hp to start over with new supplies that night or to wait. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the home patient stated that his cat bit a hole in the patient line causing the hc to pull in the air, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.